Event description:
During an ercp procedure, the physician used a wilson-cook fusion glo-tip ercp catheter. Upon removal of the catheter from the patient's common bile duct, the band on the catheter detached. An unsuccessful attempt to retrieve the detached band was made with a snare. At the physician's discretion, the band was left to pass naturally. Post procedure, the patient's condition was reported as stable.